Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for analysis due to a constant audio issue. The moment the device was powered up the device started double beeping, it's recommended that the downstream sensor be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited constant audio. No adverse effects were reported.